Event description:
Fifteen patients have tested positive +afb a typical mycobacterium infections. All infections have been surgical site infections. The investigation is still on-going. The common denominator for the cardiac surgeries is the profusion machine. The machine has ben cultured and found to have the mycobacterium in the water. The machine was pulled from service (B)(6) 2014. The turemo heat exchanger was being used on the machine. Have increased frequency of the vendor's recommendation of disinfection from every two weeks to weekly. Out of the 15 patients that were infected - 4 have expired. The infections were thought to be contributing factors but all 4 had major underlying existing and significant medical conditions. Several patients in the hospital presented with post-operative wound infections caused by an unusual organism, a typical mycobacterium. It has been determined that a total of 15 patients who had surgery have affected. The investigation is still on-going and the exact etiology is still unknown. A common factor for many of the patient infected is the sorin machine.